Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had replace battery now alarm without any prior low battery alarm. The customer¿s blood glucose level was 110mg/dl at the time of the incident. The customer reported that the battery was lasting for about a week and now it was not even lasting 24 hours. Customer put one in yesterday and had to change it out today. Customer states there were unattended alarms. New battery resolved the issue. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.